Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00047: head, 3025141-2017-00048: stem.

Event description:
Following implantation of the arh slide loc radial head prosthesis, the head/neck assembly disassociated from the stem post operatively. The product has not been explanted to date.